Event description:
It was reported that stent dislodgement occurred requiring additional intervention. The patient presented with coronary artery disease. The 85% stenosed target lesion was located in the significantly tortuous and severely calcified left main (lm) and left anterior descending (lad) arteries. A 3.00 x 20mm synergy shield drug-eluting stent (des) was selected for treatment and advanced with minor resistance. The stent was positioned slightly too distal, and the catheter was pulled back against significant resistance in an attempt to better center the device within the lesion. The combined tension on the catheter, stenosis, calcification, and tortuosity, caused the stent to peel off of the delivery system balloon prior to any application of positive pressure. Intravascular ultrasound (ivus) was used to identify the location of the embolized synergy stent and non-boston scientific (bsc) guidewire. A guide extension catheter was utilized to try and retrieve the stent, but removal wasn't feasible in the setting of significant calcification and tortuosity. A non-boston scientific (bsc) guidewire was positioned down the lm and lad outside the lumen of the embolized synergy stent. 2 synergy megatron stents were deployed in the lm crushing the embolized stent. The non-bsc guidewire was then removed and the procedure was completed. Per the physician, the reported issues occurred due to a combination of the tortuosity, heavy calcification and vessel narrowing. There was no suspected defect or performance issue with the synergy stent. The patient remained hemodynamically stable and was discharged from the hospital the following day with no further complications.

Event description:
It was reported that stent dislodgement occurred requiring additional intervention. The patient presented with coronary artery disease. The 85% stenosed target lesion was located in the significantly tortuous and severely calcified left main (lm) and left anterior descending (lad) arteries. A 3.00 x 20mm synergy shield drug-eluting stent (des) was selected for treatment and advanced with minor resistance. The stent was positioned slightly too distal, and the catheter was pulled back against significant resistance in an attempt to better center the device within the lesion. The combined tension on the catheter, stenosis, calcification, and tortuosity, caused the stent to peel off of the delivery system balloon prior to any application of positive pressure. Intravascular ultrasound (ivus) was used to identify the location of the embolized synergy stent and non-boston scientific (bsc) guidewire. A guide extension catheter was utilized to try and retrieve the stent, but removal wasn't feasible in the setting of significant calcification and tortuosity. A non-boston scientific (bsc) guidewire was positioned down the lm and lad outside the lumen of the embolized synergy stent. 2 synergy megatron stents were deployed in the lm crushing the embolized stent. The non-bsc guidewire was then removed and the procedure was completed. Per the physician, the reported issues occurred due to a combination of the tortuosity, heavy calcification and vessel narrowing. There was no suspected defect or performance issue with the synergy stent. The patient remained hemodynamically stable and was discharged from the hospital the following day with no further complications.

Manufacturer narrative:
Investigation results: device analysis findings: the stent was implanted and the stent delivery system will not be returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. Embolism is a known inherent risk and is listed as a potential adverse event associated with implanting this synergy device. Stent placement issues including geographic miss, malapposition, migration, or embolization. It was reported that stent dislodgement occurred requiring additional intervention. The stent was positioned slightly too distal, and the catheter was pulled back against significant resistance in an attempt to better center the device within the lesion. The combined tension on the catheter, stenosis, calcification, and tortuosity, caused the stent to peel off of the delivery system balloon prior to any application of positive pressure. Based on the event description it is likely the patient's lesion anatomy contributed to the reported events.